Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated that she has seen her physician and is currently using duoderm to cover area, which works well to protect skin from pouch film. She is also using nystatin power. She stated that she has sensitivities to plastics and will try the opaque pouch. It was discussed with the end user to try using stomahesive powder to area. A return sample for evaluation is not available to review. This complaint issue has been previously investigated the risk probabilities calculated indicates no significant trends. (B)(4). Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
The end user reported that for several months she has had open skin with ongoing rash and skin stripping under her punch film.